Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. The customer changed all supplies to resolve the alarm. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be evaluated due to a different issue identified (usb pin damage).